Event description:
It was reported that this right ventricular (rv) lead exhibited noise signals and shock impedance out of range. The device delivered one inappropriate anti-tachycardia pacing (atp). The device therapy was turned off until patient can be scheduled for office consultation and future system revision. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.